Manufacturer narrative:
The insulin pump was received with all operating currents within specifications and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self-test, unexpected restart error test and displacement test. No excessive no delivery alarms noted. The insulin was programed with correct time and date and monitored; no time anomalies were noted. The insulin pump had cracked case at the display window corners, minor scratched lcd window and missing the end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose. The customer's blood glucose was over 600 mg/dl at the time of incident. The customer's blood glucose was 132 mg/dl at the time of hospitalization. The customer's blood glucose was 587 mg/dl at the time of call. The customer stated that they were wearing the insulin pump during hospitalization. The customer performed troubleshooting and setting issues. The customer performed high pressure test and the insulin pump alarmed no delivery. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump passed the delivery accuracy test. The lcd keypad connector was not found unlocked during visual inspection.